Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant, a stylet was unable to be inserted into the atrial lead after multiple positioning attempts. The lead was not installed and a different lead was used. The patient was in stable condition and would continue to be monitored.